Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, erosion, urinary/bowel problems, organ perforation, recurrence and neuromuscular problems. It was reported that the patient experienced exposed vaginal mesh/erosion and underwent anterior colporrhaphy on (B)(6) 2012. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.